Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check performed by tandem technical support revealed that the customer was using pump supplies beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer replaced pump supplies and resumed insulin therapy. No adverse impact was reported.